Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) on 06/18/2026 that the liberty select cycler (cyc) powered down in step 7 of set up. When contact was taking the supplies out of the cyc she noticed fluid leaking in the pump module area, they then powered down cyc and tried to close cassette door. The patient contact stated that the only message they received today was heater nag (hb) not detected, which they fixed. Fluid leak was discovered during ready screen, and the patient was not connected during incident. Fluid was discovered in the pump module area. The film on the back of the cassette is not loose. During follow-up conducted on (B)(6) 2026, the patient¿s pd registered nurse (pdrn) stated they have not been made aware of the fluid leak event only that the patient was having issues with the machine not turning on. The pdrn confirmed that the patient has not reported or developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Per the pdrn the patient is continuing treatment on the cycler at home for their knowledge. The pdrn stated the patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient was able to complete treatment manually on the day of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.